Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The mcs tip cover accessory was found to have tearing at the mouth on the distal end. No material was missing. The tear was not axially aligned with the mcs tip cover accessory and measured 0.24¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of this issue is attributed to a component failure/durability. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was allegedly torn shortly after operation, and the line of the tear was too long. The user was concerned that the damage could leave broken pieces inside the patient. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. The customer is unable to release patient demographic information for this event. On 03-january-2020, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the tear was noted during the procedure. The mcs tip cover accessory and the mcs instrument were inspected prior to use, and no damage was found. The surgical staff saw no evidence of arcing of electrical energy during the procedure. There was no report of a collision with any other instruments. The surgical staff did not feel any resistance upon removal of the mcs instrument through the cannula. The surgeon believed the quality of the mcs tip cover accessory was not good and caused the event. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the event. There were no photographic images of the mcs tip cover accessory or a video recording of the procedure available for isi review. No patient-related information was available.